Event description:
Related manufacturer reference number: 3006705815-2022-13695. It was reported the patient experienced autoreducing. Diagnostics indicated one of leads had high impedances. In turn, the system was explanted. All of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for high impedances was not confirmed. Visual inspection of the lead did not identify any anomalies. The lead was functionally tested and passed all testing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.